Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in tubing/ chamber related to a CPAP device sound abatement foam. Patient alleged to develop headaches. There was no medical intervention reported by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Powered up the device and confirmed airflow using a known good power supply and power cord. During the internal investigation, it was observed an unknown contaminant on the top enclosure. A dark dust contaminant was present on the front panel. A hair-like particle and unknown dust contaminant was observed on the rear panel and on the bottom enclosure. A keratin-like substance was observed on the blower box outlet. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there were no signs of contamination or sound abatement foam degradation inside of the device. The investigator confirmed there was no presence of degraded sound abatement foam.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.